Event description:
It was reported that double counting was observed with the right ventricular (rv) lead with intrinsic beats at 120 millisecond intervals. Two days later when the device was interrogated following placement of a left ventricular assist device (lvad), it was found that the lead integrity alert had been triggered. It was noted that the lead impedances were normal, there was a small number of short interval counts and the patient was in atrial fibrillation. There was single oversense seen following r-waves. The physician thought the lvad implant may have affected the placement of the rv lead or the lvad was banging against the lead when the heart contracts. The pacing mode was reprogrammed to vvir 70-120 and detections were turned off. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.